Manufacturer narrative:
Block b5 and h2 were updated based on additional information received that the correct event/procedure date is (B)(6) 2023. Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: mdrf device code a0501 captures the reportable event of the white sponge within the clear biopsy cap had been dislodged.

Event description:
It was reported to boston scientific corporation that a rx locking / biopsy cap was to be used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2023. During the procedure, while passing a hydratome 44, the white sponge within the transparent biopsy cap was dislodged in the scope. The sponge was successfully removed from the scope with forceps. A water soluble lubricant was not applied to the rx locking device biopsy cap prior to use. Another rx locking / biopsy cap was used to complete the procedure. There was no patient complication as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Mdrf device code a0501 captures the reportable event of the white sponge within the clear biopsy cap had been dislodged.

Event description:
It was reported to boston scientific corporation that a rx locking / biopsy cap was to be used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) on unknown date. During the procedure, while passing a hydratome 44, the white sponge within the transparent biopsy cap was dislodged in the scope. The sponge was successfully removed from the scope with forceps. A water soluble lubricant was not applied to the rx locking device biopsy cap prior to use. Another rx locking / biopsy cap was used to complete the procedure. There was no patient complication as a result of this event.